Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: investigation is based on event description, since no images or information of the product have been available. No product was returned. According to the description, one foot has perforated vena cava wall and the patient was bleeding from a number of sites. The patient expired. However, the patient was excessively anti-coagulated. Conclusively, the exact root cause is unknown based on the limited information. Several case reports published in literature, describe filter perforation of the vena cava wall as a well-known risk. Despite perforation, they all end up in successful filter retrieval. No product lot has been available for the investigation. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the filter was placed without apparent difficulty or problem but one of the feet did breach the wall of the ivc. Unfortunately the patient was excessively anticoagulated and bled from a number of sites including into the retroperitoneum. Hence the filter has in part been implicated as cause of death. Patient outcome: patient expired.